Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The exact date of implant is unknown. The device was reported to have been implanted on an unknown date in (B)(6) 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that that hardware explant surgery was performed on (B)(6) 2016 to address a broken plate. During this surgery one broken 4.5mm locking compression plate (lcp) condylar and 10 intact screws were removed. Cultures were taken to determine if there was an infection. Results indicated there was no infection. The devices were initially implanted on (B)(6) 2015 during an open reduction and internal fixation (orif) of the right distal femur. Postoperatively, on an unknown date, it was discovered that the plate had broken. On (B)(6) 2016, the patient was revised with a retrograde nail. There were no surgical delays and procedures were completed successfully for both surgeries. The patient's postoperative status was reported as "fine". This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.